Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it was reported that a lentulo separated; the separated piece was retrieved and no injury resulted.

Manufacturer narrative:
Involved product was not returned and cannot be analyzed. Nothing unusual to report was found during DHR review. Root causes are not identified. We will track this kind of event and monitor the trend. For information, we already received in the past a first complaint involving this batch number. Analysis had shown that this product was counterfeited. The product involved in this complaint could potentially be also counterfeited.

Manufacturer narrative:
Pictures of the device were received. The pictured instrument is fitted with a spring at the base of the active part. Maillefer paste fillers have no such feature. The pictured instrument is counterfeited.